Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. The customer reverted to alternate therapy for diabetes management. It was also reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.